Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurred vision, dry eye and superficial punctate keratopathy(spk) 2-3+ on both eyes (ou) at a 6 week post op exam. A description from the surgery center noted the superficial punctate keratopathy (spk) was inferior half of the cornea causing blurry vision on both eyes. At a 14 week post op exam, the patient was suffering from dry eye affecting vision on right eye (od). The patient had a therapeutic bandage contact lens (bcl) placed. The surgery center noted the patient chose to remove/discontinue the bcl due to discomfort and a 0.5 mm infiltrate was present. The patient¿s comments were of red, watery on the od and eye was fine until late evening. The next day the od was worse with stinging and watering symptoms. Topical steroid dosage was increased to treat the symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -4.00 x-1.50 x 175, left eye pre-op 20/20 -3.50 x-2.50 x 5. Bcva from (B)(6) 2017: right eye post-op 20/20 -.50 x-.25 x 175, left eye post-op 20/25 -.50 x-.25 x 175.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.